Event description:
Report of 2 incidences of central venous line port breakage received. Pt #2 of 2 had a central venous access line and was receiving an unspecified amount of tpn when the hub "snapped off." The break occurred at the point where the primary IV line connects with the hub of the proximal lumen. The nurse clamped the port off, a peripheral line was started to continue the tpn, and the catheter was removed. No pt harm was reported.